Manufacturer narrative:
Concomitants medical devices: 02-020-13-0340, truliant cr cem fem cr cem right sz 4, k170240, (B)(4).

Event description:
It was reported via clinical studies, exactech truliant knee clinical study, that a 63 yo male patient, 102 kg, who was initially implanted on (B)(6) 2022, for the primary diagnosis of osteoarthritis, reported increased pain in the clinic on (B)(6) 2022. Xrays showed the patella to be high-riding. Surgeon determined the patella tendon had ruptured, and revision surgery was performed on (B)(6) 2022, 1 month post the initial procedure. The patient was revised with exactech devices. Patella tendon repaired. The case report indicates the event is possibly related to the procedure and definitely not related to the device. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying conditions and a ruptured patella tendon.

Manufacturer narrative:
D4: serial and expiration date corrected. H4: manufacturing date corrected.